Event description:
Pump declared alarm 20, impacting customer during load process but did not cause blood glucose level to exceed 500 mg/dl, indicating no adverse impact to blood glucose level. Customer attempted to load new cartridge with assistance but faced recurring alarm, unable to resume insulin therapy. The customer reverted to an alternate method of insulin therapy.